Manufacturer narrative:
(B)(4). Approximate age of device - 58 days. (Calculated from the date when the mobile power unit was issued to the patient). The mobile power unit is not a single use device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that several no external power and low voltage alarms occurred. The patient was transferring from battery power to a/c power at the time. There were no audible alarms. It was reported that the mobile power unit was plugged into the wall appropriately. The manufacturer's technical services representative reviewed the log file and reported that the alarms seemed to be due to the mobile power unit power cord coming loose from the unit or an issue at the wall socket. The system controller's backup battery did take over and run the pump during the power loses. The patient's nurse confirmed that the mobile power unit was not unplugged from the unit or the wall outlet. The patient was asymptomatic. No further information was provided.